Event description:
Customer reported low blood glucose event. The blood glucose reading was 334 mg/dl. Customer stated that the paramedics were called to treat a low blood glucose reading of 23 mg/dl. Wife had given him three glucose tablets and honey. Customer stated that he did not eat enough. Paramedics left when he was normal. Customer was not hospitalized. Customer had a second low blood glucose event, the blood glucose reading was 24 mg/dl. Paramedics were called; customer was not hospitalized. Paramedics left when the blood glucose reading were normal. Customer was wearing the insulin pump during both events. Nothing further reported.

Manufacturer narrative:
Unable to prime during prime alarm test due to moisture damage noted in force sensor. The insulin pump passed basic occlusion and displacement test. No motor error alarms noted. Motor tested ok. Cracked reservoir tube lip and scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.